Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 241mg/dl, 65mg/dl, 184mg/dl, 180mg/dl. Tests were done within 11-20 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported.